Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable device delivered inappropriate anti-tachycardia pacing (atp) and 12 tachy shocks due to an episode of supra ventricular trachycardia (svt). There is enough evidence to support that therapy was exhausted. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. The patient was admitted in the hospital and received an adjustment in oral medication. This device remains in service. No additional adverse patient effects were reported.